Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified the ringloc bipolar remains assembled and femoral head seated in the ringloc insert. Shell outer spherical surface has scratches. Visible area of the insert rim has nicks and deformation present. Head rotates smoothly inside the insert. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right hip fracture treated with bipolar hip arthroplasty shows superior dislocation of the entire bipolar hip arthroplasty system by day 9 postop reportedly due to patient fall. A definitive root cause cannot be determined. It was reported the patient had a fall; however, the cause of the fall is not known. It is unknown if the devices caused or contributed to the reported dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). D10: femoral head 12/14 taper 28 mm diameter +0 mm neck length item: 802202802 lot: 67206838. Femoral stem cementless collared standard offset 12/14 taper size 3 item: 574201030 lot: 574201030. The reported product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient fell and underwent a closed reduction due to a dislocated hip. During the closed reduction, the biomet bipolar shell and liner disassociated. Subsequently, the patient was revised approximately 10 days post implantation. Patient has dementia leading to falling after initial surgery. Soft tissue injury of the right hip. No additional information is available for the reported event.